Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and sensor error from the insulin pump. The customer's blood glucose reading was 447 mg/dl. The customer stated that the tubing had broken overnight and that was the reason why he had high readings. The customer stated that the pump alarmed when he got off the treadmill. The customer cleared the sensor error. The customer was advised to call back.